Event description:
Medtronic powered surgical solutions midas rex mr8 mr8-7ta11 c-1 drill bit broke off during surgical case. Surgical tech noticed that the tip of c-1 drill bit was missing. Surgical residents examined wound and or staff searched visually and with floor magnet for missing (6 mm) metal tip. Tip was not found. X-ray done on the patient in the surgical field was negative for foreign body.